Event description:
It was reported that the pump declared an altitude alarm. The customer declined to provide their blood glucose level at the time of the event, and no adverse impact was reported. Technical support provided tips to prevent altitude alarms, and the customer replaced the cartridge, after which the pump resumed normal operation.